Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented in clinic for a procedure on (B)(6) 2021. During procedure, the right ventricular lead parameters were not good due to the anatomical position of the lead. When the lead was adjusted, the guide wire could not be inserted. The lead was replaced in the same procedure and the operation was successful. Post-procedure the patient was stable.